Event description:
Boston scientific received information that this patient presented with high shock impedance levels greater than 125 ohms on this right ventricular lead. All previous daily shock impedance measurements were within range and all other lead diagnostics were confirmed normal, however noise was noted with isometrics. Multiple configurations were attempted and all yielded high shock impedance levels. Jira analysis was performed from a memory dump, however the root cause of the high shock impedances could not be determined, therefore non invasive programmed stimulation (nips) were suggested to asses the integrity of the shocking system. Two commanded shocks were given at 1.1 joules and 41 joules, both with successful results and within range shock impedances. The physician decided to continue to monitor the system with no further remedial action currently planned at this time.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted that only the proximal segment of the lead was returned, with the lead severed about 38.5 cm from the terminal pin. Visual inspection also noted that the proximal shocking coils were stretched, which analysis determined was likely induced during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Additional information received indicates this lead was explanted as the patient received a heart transplant. No additional adverse patient effects were reported.